Manufacturer narrative:
Retainer : black. Customer returned the insulin pump for alleged blank display, unresponsive keypad, pump error 130 alarm with audio alarm found on (B)(6)2021. The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, keypad voltage test, and the displacement test. Successfully downloaded the trace/history files using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. All buttons operated properly and no pump error 130 alarms, audio alarms, blank display or unexpected power/battery alerts noted during testing. A review of the downloaded history files show there were five (5) pump error 130 alarms on (B)(6) 2021 between 04:45 and 05:31, six (6) pump error 130 alarms on (B)(6) 2021 between 02:21 and 23:30, one (1) pump error 43 alarm (B)(6) 2021 at 05:32, and four (4) batt out limit (power loss) alarms on (B)(6)2021 at 23:44 and 06:59. The unexpected pump error 130 alarms found in the history file may have been intermittent failure that was not detected during our testing. The insulin pump was cut open for visual inspection. Moisture damage was found on the electronic assembly (electrical board 1 and electrical board 2), motor and force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, pillowing keypad overlay, cracked battery compartment, and cracked battery tube threads. Blank display and unresponsive keypad are not confirmed however, pump error 130 alarm with audio alarm is confirmed. The unexpected pump error 130 alarms found in the history file may have been intermittent failure that was not detected during our testing. Moisture damage was found on the electronic assembly (electrical board 1 and electrical board 2), motor and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was beeping and when the took battery out it was completely blank. Customer stated that insulin pump had pump error alarm but they was unable to cleared this alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.